Event description:
Same patient as MFR report #6000089-2007-01619 and #6000093-2007-02230. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent moved on the balloon. The calcified, 90% stenosed, target lesion was in the distal and posterolateral portions of the severely tortuous left circumflex (lcx artery). A pt2 guidewire was advanced to the left main trunk (lmt) and a non-bsc guidewire was advanced to the posterolateral lcx. The target lesion was predilated with a 2.0x10mm non-bsc balloon catheter. An unknown type intravascular ultrasound (ivus) catheter was advanced to the proximal lcx. The non-bsc guidewire was exchanged for another non-bsc guidewire. The lesion was predilated by a 2.0x10mm non-bsc balloon catheter at 10 and 12 atmospheres (atms). The physician attempted to advance a 2.5x24mm taxus express2 drug eluting stent (des) in the lcx "distal to the posterolateral" but was unable to cross the previously implanted non-bsc des. The physician attempted to dilate the lesion with 2.5x10mm non-bsc balloon catheter, but it was not able to cross the lesion. The balloon was exchanged for a 2.5x12mm quantum maverick2 and the lesion was dilated for a total of 4 dilatations, alternating between 16 and 18 atms. The 2.5x24mm taxus express2 des was still unable to cross the adequately to the lesion. When the device was removed, it was noticed that the stent had moved on the stent delivery system. The procedure was completed with the implantation of a 2.5x16mm taxus express2 des in the lcx target lesion at the posterolateral artery and a 2.5x12mm taxus express2 des in the lcx distal to the previously implanted non-bsc des. There were no patient complications reported.

Manufacturer narrative:
.